Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR review was performed on lot number 8103972; the lot number was built/package on nfa line 2 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir received four unused nexiva 22ga units in sealed packages from the lot number 8103972. Upon evaluation, the wedges, primary septa, and the secondary septa were observed to be properly installed. Flashback testing was performed on each of the units. Upon insertion of the needles into the artificial vein; the initial flashback visualization could be seen very quickly in the catheter tubing. The needles were then disengaged from the catheter tubing while still in the artificial vein; at this point the artificial blood flowed through the catheter and extension tubing until it reached the flow control plug. A water/air leak was performed on each of the units. No leakage was observed in areas of the units. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned representative units.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.